Event description:
It was reported when the dialysis kit was opened they found the lidocaine ampule was broken in the tray. As a result, it was not used and a new kit was used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
Complaint no. (B)(4).